Event description:
It was reported that this left ventricular (lv) lead recorded low out of range pacing impedance measurements. Technical services (ts) reviewed the device data and, while the most recent in-office measurement were within normal limits, low out of range values were noted a few months prior. Sensing and pacing thresholds remained stable. Ts advised that low impedance values may suggest potential insulation degradation and continued monitoring was recommended. No adverse patient effects were reported. This lv lead remains in service.